Event description:
It was reported that during the procedure the subject stent was deployed and appropriately positioned in the mca aneurysm using the trans cell method. When confirmed by cbct scan, the distal part of subject stent was properly placed in the blood vessel however, the subject stent got folded and did not open properly in the aneurysm. Due to this matter, the procedure was discontinued and it was reported that if the consent from the patient is obtained after explaining the situation to the patient, additional embolism will be planned in future. No other clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspection could not be performed because product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicated that the device was prepared for use as per the directions for use, no damage was noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. Also the patients anatomy was very meandering. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject stent was deployed and appropriately positioned in the mca aneurysm using the trans cell method. When confirmed by cbct scan, the distal part of subject stent was properly placed in the blood vessel however, the subject stent got folded and did not open properly in the aneurysm. Due to this matter, the procedure was discontinued and it was reported that if the consent from the patient is obtained after explaining the situation to the patient, additional embolism will be planned in future. No other clinical consequences were reported to the patient due to this event.